Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: impella cp with smartassist catheter insertion ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ section: use of echocardiography for positioning of the impella catheter impella catheter inlet to the aorta ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
Us complainant reported the patient was on impella cp support and the pump was alarming placement signal low. The position of the pump was verified via fluoroscopy. Shortly after, the pump had an impella stopped, high motor current alarm. The flows went from 0 to 3.0 l/min. The flows were saturated. The physician thought that the pump was causing acute onset of severe aortic regurgitation. The pump was explanted. The patient survived the event.

Manufacturer narrative:
The investigation for the reported heart valve damage, temp pump stop, placement signal (ps) issue, and saturated flow has been completed. The product was returned for analysis. There were no abnormalities found regarding damage to the device. However, biomaterial was wrapped around the impeller blades and was not able to run in a bucket. The 5s parameters were within specification on the returned product and there were no placement signal alarms reproduced. The logs confirm ps low alarms as well as positioning alarms. There was a motor current spike followed by a decrease in ps and flows. The pump had a high motor current pump stop as it stopped for 2 seconds and then restarted. After it restarted the flows became saturated. The clinical details state that the patients' vitals stabilized after pulling the device into the aorta. The root cause of the heart valve damage is most likely due to improper positioning of the device. The root cause of the optical signal issue is most likely due to the patients condition based on the data log analysis and product evaluation. The root cause of the temporary pump stop is due to biomaterial. The root cause of the saturated flow is due to biomaterial. Added- d9 device return date corrections to the initial MFR report: d4-model number.